Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and found bubble being generated on the ise (ion selective electrode) flowcell. The fse found loose tubing on bottle and reseated. However, this did not resolve the issue. Upon further troubleshooting it was determined that the electrodes were the cause of the bubbles. The fse replaced all ise electrodes sodium, potassium, chloride, and reference electrodes to resolve the issue. No further issues were noted after electrodes were replaced. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is case-(B)(4).

Event description:
The customer stated that erroneous low patient results for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) on system au480 clinical chemistry analyzer. The erroneous patient results were not reported out of laboratory. There was no report of change to treatment, injury or death associated to this event. The customer did not provide patient demographics. The customer provided verbal examples of false results.